Manufacturer narrative:
(B)(4). The device was received for evaluation. Event history log review verified the event as a system error 2240. Visual inspection and functional tests were performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no other defects or malfunctions found with the device. External/internal inspection was performed and passed. Sample analysis did not duplicate the reported event. Upon conclusion of the investigation, the cause of the event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified system error alarm on the homechoice pro machine, (further details not provided). No patient injury or medical intervention was reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.